Event description:
It was reported that during a retrograde intrarenal surgery (rirs) procedure, the console was not delivering accurate power, since the kidney stones were not breaking, even after used the usual setting and no error codes were displayed. Also, the console made an abnormal sound. It was advised to reboot the system and changed the fiber, but the issues persisted, and the physician stopped the surgery and complete the case with another console. No further information about the patient outcome is available.

Event description:
It was reported that during a retrograde intrarenal surgery (rirs) procedure, the console was not delivering accurate power, since the kidney stones were not breaking, even after used the usual setting and no error codes were displayed. Also, the console made an abnormal sound. It was advised to reboot the system and changed the fiber, but the issues persisted, and the physician stopped the surgery and complete the case with another console. No further information about the patient outcome is available.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. It was found that the debris shield was damaged, then it was replaced. After that, the console output was tested, and it work as intended. The anomaly found with the debris shield could lead to the event reported, therefore, the allegation against the device was confirmed. Based on the analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.